Event description:
It was reported that an unusual noise was heard coming from the laser machine. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under unknown anesthesia or sedation unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The reported event of device making strange noise was confirmed. Blast shield was inspected and found to be damaged. The blast shield was replaced, inspected and self-test passed with no errors and no strange sounds. Alignment checked for channels 3 and 4 was carried out. System was fired at 100w for 5 minutes with service fiber and also, fired at 100w for 5 minutes with slimline 200 fiber with no problems. The device instructions for use (IFU) was performed and confirmed that the reported patient effects of cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed are listed in the IFU as potential outcomes of this procedure. There is no indication that the device was not used in accordance with the IFU. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that an unusual noise was heard coming from the laser machine. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under unknown anesthesia or sedation unknown.